Event description:
Note: event date is unk. It was reported to boston scientific corporation that a rip was noted through the center of the device package of a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter while unpacking the shipment. It appears the rip might have been caused by a box cutter. The product was not being used in a procedure, nor was there any pt involvement.

Manufacturer narrative:
The device was not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).